Manufacturer narrative:
Age of time of event: 18yrs or older.

Event description:
It was reported that the guidewire tip detached. The stenosed target lesion was located in the circumflex obtuse marginal branch artery. A 185cm pt moderate support wire was advanced to the target lesion. However, during the procedure, the wire moved down when the physician attempted to deploy a stent, and the guidewire tip detached. The physician did not think the tip was significant, so the tip was left in the patient's vessel. The procedure was then aborted by the doctor. No patient complications were reported and the patient status was fine.